Manufacturer narrative:
(B)(6). Device manufacture date: may 3, 2016 ¿ may 5, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the returned photograph was performed and revealed liquid inside the device housing which indicates leakage has occurred. No evidence of "rupture" was observed on the device bladder via the photos. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid had accumulated within the device chamber of a large volume infusor on disconnection. The device was filled with piperacillin and tazobactam in sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.